Event description:
A pinnacle pelvic floor repair kit was used during an anterior floor repair procedure in 2008. According to the complainant, during the procedure when the physician went to throw the first sacrospinous ligament leg, the suture tip of the leg came off in the capio device and would not come out, as the suture had not gone through. The physician opened a new pinnacle kit and completed the procedure with no pt complications. The complainant reported that there were no adverse affects to the pt as a result of the reported malfunction. The pt's condition was reported as "fine."

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available at this time. We are not yet able to determine the relationship between this device and the cause for this event.